Event description:
The nurse was lifting resident off toilet using the sara nova. The mast cap become detached from the column which disabled the lift from holding the resident. The resident fell on nurse.